Event description:
Customer reported port has a leak. No pt harm reported. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). Expiration date: either 01 september 2012 or 01 october 2012. MFR date: between 02 september 2009 and 09 october 2009. Product evaluated and customer's experience of leaking port was confirmed. A hole in the set was located 1 cm above the slide clamp of the pumping segment. The root cause of the hole was not identified. The known failure modes for leaks in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build of this set model number, during the possible dates of manufacture, for the failure mode reported.